Event description:
It was reported that the intra aortic balloon was inserted prophylactically prior to surgery. After 12 hours of use, the pump began giving a helium leak alarm. The intra aortic balloon was removed and a replacement was not needed since the pt's complications.